Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with a blank display due to corroded electronic assembly and motor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 114 mg/dl. The customer stated there is fluid in the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.